Event description:
Information was provided that in 2006, the physician completed the procedure, but found it was impossible to withdraw the introducer from the vessel as the introducer began to tear.

Manufacturer narrative:
Evaluation: neither the complaint device nor the lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. However, based on the information provided, it is feasible to say the device encountered excessive force during withdrawal due to a procedurally related event, possible scar tissue, very tortuous anatomy or artery spasm. Previous testing found that the minimum amount of force needed for separation for this size tubing was above iso standards. We can advise this device is inspected 100% for bends, kinks, proper securement of sheath material to the cap and adaptor and other surface imperfections, prior to transport.